Manufacturer narrative:
The returned device was evaluated and in the case description, the user mentioned having low bgs while using the system. Inspection of the ibf and android log files downloaded from the returned pdm found no evidence of over delivery of insulin. Comparison of the insulin history in the pdm records to the information recorded in the ibf and android log files found the information to match, indicating that all insulin history displayed to the user is correct and accurate with no additional insulin being delivered. During the investigation, the pdm was paired with an unused pod, delivered a 5u bolus, and deactivated the pod with no issues. The pod activation, 5u bolus, and deactivation were correctly recorded into the pdm records. The pdm was found to function as intended with no evidence of an over delivery of insulin being found.

Event description:
It was reported while a patient had been wearing a pod their blood glucose level had dropped to less than 40 mg/dl. The patient reports they had lost consciousness.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and loss of consciousnesses. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.